Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot: no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for this lot. The july 2007 15-month escape baskets complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Risk manager indicated that the device has not yet been released by their team but she will notify bsc when it is released.

Event description:
It was reported to boston scientific corporation that during a therapeutic left cysto ureteral stone manipulation procedure, which occurred in 2007, the tip of escape basket detached while inside the pt. Post procedure, the physician performed irrigation to locate the tip. However, the physician is not sure if the tip was retrieved or not through this method. The risk manager indicated the pt is fine following the completion of the procedure. The pt is scheduled for a computed tomography (cat scan) on follow up visit to verify if the tip fragment still remains in body.